Event description:
Customer reported receiving a high reading from their abbott diabetes care device. Customer reported a high reading of 125 mg/dl which was higher than a adc reading of 39 mg/dl. The results when plotted on a parkes error grid fell into the d zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.